Manufacturer narrative:
The reported field event of the inability to communicate with the device was found to be caused by a low battery voltage. A longevity calculation was performed and was found to be below the expected limit. With a replacement battery attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was sent to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Event description:
It was reported that telemetry could not be established with the device. Patient was asymptomatic. The device was explanted and replaced. The patient was in good condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.